Manufacturer narrative:
The technician found hydraulic fluid leaking from the manifold. The technician replaced the manifold to repair the bed.

Event description:
Info received indicates, the head hi/low function of the bed is drifting slowly.